Manufacturer narrative:
Information received via data summary report from site in support of an investigator sponsored study. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Revision accolade tmzf 1.3 years postoperative due to aseptic loosening.